Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that lead dislodgement and high capture threshold were observed on the right ventricular lead. The lead was explanted and replaced. The patient was stable.